Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 400 mg/dl, which was treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The device was rewound successfully and the device passed the displacement test. At some point the customer changed the battery and the device would not turn back on. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. No products were returned and replacement battery cap was sent to the customer.